Manufacturer narrative:
Upon completion of the evaluation, it was noted that the investigation did confirm the problem reported by the customer. The stator was dislodged from the base plate. Product code was found to be 82-3100. The device was dismantled and no observations were made that would explain the dislodged condition of the stator. It might be that the patient may have fallen or suffered an impact. However, this could not be confirmed. Review of the history device records confirmed, the valve confirmed to the specifications, when released to stock on february 1993. Furthermore, changes of the press fit for the stator were introduced which improved the fit and also provided a specification for the fit and routine verifications of the fit. In testing, the most current components yielded significantly increased "push-out" forces for the press fit items. No corrective action is needed based on the results of the evaluation. Trends will be monitored for this or similar complaints. At the present time, this complaint is closed.

Event description:
Affiliate reported that the stepping motor or other system in the valve housing detached from a base plate, which resulted in a revision.